Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The philips field service engineer reported having evaluated the unit. The symptom could not be duplicated and the device passed all testing; therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.